Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the patient underwent surgery for the removal of part of the failed composix kugel and to repair her hernia defect. It was noted by the surgeon that the kugel patch previously implanted in the patient was densely adherent with the small bowel and there was gross purulence "emanating from the mesh edges." The mesh was dissected and removed along with a portion of the patient's small bowel. No medical records have been provided; however, recurrence and adhesions are known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no valid lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for the repair of an incisional hernia. The patient's hernia was repaired with a bard/davol composix kugel patch, reference number 0010205. On (B)(6) 2014: the patient underwent surgery for the removal of part of the failed composix kugel patch and to repair her hernia defect. As reported, during the operation, the surgeon noted that the composix kugel patch previously implanted in the patient was densely adherent with the small bowel and there was gross purulence "emanating from the mesh edges." As reported, the mesh was dissected and removed along with a portion of the patient's small bowel. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the patient underwent surgery for the removal of part of the failed composix kugel and to repair her hernia defect. It was noted by the surgeon that the kugel patch previously implanted in the patient was densely adherent with the small bowel and there was gross purulence "emanating from the mesh edges." The mesh was dissected and removed along with a portion of the patient's small bowel. No medical records have been provided; however, recurrence and adhesions are known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no valid lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 5 months post implant of composix kugel mesh, patient was diagnosed with infection, fistula, abscess, adhesions, inflammation, purulent discharge, scar tissue and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list fistula and inflammation as possible complications. Updated fields: d4 (corporate lot no, UDI no). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for the repair of an incisional hernia. The patient's hernia was repaired with a bard/davol composix kugel patch, reference number: (B)(4). On (B)(6) 2014: the patient underwent surgery for the removal of part of the failed composix kugel patch and to repair her hernia defect. As reported, during the operation, the surgeon noted that the composix kugel patch previously implanted in the patient was densely adherent with the small bowel and there was gross purulence "emanating from the mesh edges." As reported, the mesh was dissected and removed along with a portion of the patient's small bowel. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: on (B)(6) 2008: patient was diagnosed with incisional hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿the fascial defect was measured and a composix kugel mesh as placed and sutured.¿ on (B)(6) 2013: patient visited hospital for lower abdominal pain and prescribed with pain medications. On (B)(6) 2014: patient visited hospital for abdominal pain. On (B)(6) 2014: patient was diagnosed with small bowel fistula to the anterior abdominal wall secondary to probable mesh erosion thereby underwent exploratory laparotomy, small-bowel resection with primary anastomosis, explant of infected mesh and excision of subcutaneous abscess. Per operative notes, ¿there was an inflamed colon and densely adherent loop of small bowel to the inferior aspect of the mesh and seen subcutaneous abscess above the level of the fascia. There was a gross purulence from the mesh edges that had been transected. There appeared chronic abscess with granulomatous changes that was excised with the right side of the mesh densely adherent with the small bowel. Then, the left side of the mesh was found with chronic infection. Some rectus sheath were preserved when resecting the old piece of mesh.¿ attorney alleges that the patient had abscess, adhesions, bowel obstruction, bowel perforation, bowel removal, fistulae, infection, pain, need for additional surgeries to remove or repair and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the patient underwent surgery for the removal of part of the failed composix kugel and to repair her hernia defect. It was noted by the surgeon that the kugel patch previously implanted in the patient was densely adherent with the small bowel and there was gross purulence "emanating from the mesh edges." The mesh was dissected and removed along with a portion of the patient's small bowel. No medical records have been provided; however, recurrence and adhesions are known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no valid lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum#1: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 5 months post implant of composix kugel mesh, patient was diagnosed with infection, fistula, abscess, adhesions, inflammation, purulent discharge, scar tissue and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list fistula and inflammation as possible complications. Addendum#2: this supplemental emdr is being submitted to update the DHR results. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6)2008: the patient underwent surgery for the repair of an incisional hernia. The patient's hernia was repaired with a bard/davol composix kugel patch, reference number (B)(4). (B)(6)2014: the patient underwent surgery for the removal of part of the failed composix kugel patch and to repair her hernia defect. As reported, during the operation, the surgeon noted that the composix kugel patch previously implanted in the patient was densely adherent with the small bowel and there was gross purulence "emanating from the mesh edges." As reported, the mesh was dissected and removed along with a portion of the patient's small bowel. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: (B)(6)2008 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿the fascial defect was measured and a composix kugel mesh as placed and sutured.¿ (B)(6)2013 - patient visited hospital for lower abdominal pain and prescribed with pain medications. (B)(6)2014 - patient visited hospital for abdominal pain. (B)(6)2014 - patient was diagnosed with small bowel fistula to the anterior abdominal wall secondary to probable mesh erosion thereby underwent exploratory laparotomy, small-bowel resection with primary anastomosis, explant of infected mesh and excision of subcutaneous abscess. Per operative notes, ¿there was an inflamed colon and densely adherent loop of small bowel to the inferior aspect of the mesh and seen subcutaneous abscess above the level of the fascia. There was a gross purulence from the mesh edges that had been transected. There appeared chronic abscess with granulomatous changes that was excised with the right side of the mesh densely adherent with the small bowel. Then, the left side of the mesh was found with chronic infection. Some rectus sheath were preserved when resecting the old piece of mesh.¿ attorney alleges that the patient had abscess, adhesions, bowel obstruction, bowel perforation, bowel removal, fistulae, infection, pain, need for additional surgeries to remove or repair and emotional injuries.